Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of the patient alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the buttons required several presses before the pump would respond. The reporter did not allege any harm or injury because of the reported issue.